Event description:
It was reported that during elective replacement of the rv (right ventricular) lead, the lv (left ventricular) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead, implanted: (B)(6) 2005; a 5076-52 lead, implanted: (B)(6) 2005. (B)(4).